Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer received a result of hi (= higher than the measurement range of the meter) right before lunch at around 12 pm and took an unknown amount of an unknown insulin based on the reading of hi. While eating lunch, the customer began shaking and then passed out. The customer´s spouse gave him honey as treatment. The wife continued this treatment until the customer was fully conscious about one hour later. The meter readings while the patient was unconscious were unknown. Once the customer was fully conscious, no blood glucose readings were taken until dinner time when he received a reading of 6 mmol/l. No blood glucose back to back reading comparisons were provided.